Event description:
Blood was noted to be backing up into the cvp line from the right (r) ij cvl blue lumen. Unable to flush and aspirate back. Fluid was found to be inside the microclave cap. Cap changed per policy, cap was not loose or visibly broken